Event description:
Info received that the siderail could not latch. No injury reported.

Manufacturer narrative:
Bed located in basement. Technician found that the left siderail was missing the shoulder bolt, causing the siderail not to latch. Replaced the shoulder bolt to resolve this issue.